Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was accidentally dropped, resulting in a crack across the middle of the screen while the device remained functional, and the user¿s blood glucose at the time was 95 mg/dl with ongoing dexcom g7 use. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy and no medical intervention or hospitalization. Investigation included complaint intake, user education on replacement and return procedures, and shipment of a replacement device. Investigation of this case revealed device damage consistent with external physical impact affecting the display assembly, without reported alarms or operational malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental dropping.